Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information re...

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the device. Technical support was contacted and provided reprogramming recommendations, however, no intervention was performed at this time. The patient was stable.